Event description:
It was reported that during follow-up, an alert for non sustained oversensing was observed. Oversensing was not reproduced with provocative testing. No programming changes were made, other than the patient alert was programmed off. Patients condition was good.